Manufacturer narrative:
This event report was received through clinical data collection activities. Pending evaluation.

Event description:
Index surgery: (B)(6) 2015. Patient has increased pain; x-ray reveals poly sheared off of ingrown cage. The case report form indicates this event is definitely related to devices and definitely related to procedure.

Manufacturer narrative:
This to determined to be a duplicate of a different submission. Filed in error.